Event description:
It was reported that approximately twenty eight months post device implant, there was indication of premature battery depletion with the implantable cardiac defibrillator (ICD) device (B) (4). In addition lead (B) (4) indicated high thresholds. Consequently the ICD was explanted and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - there was normal battery depletion.